Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient' faced a kinked cannula and high blood glucose level of 535 mg/dl which was corrected by correction bolus via pump. Also, the patient had ketone level between moderate and high ( 40-80 mmmol/l) . Moreover,the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.